Event description:
It was reported that the customer's insulin pump had an unresponsive keypad. The customer's blood glucose was 266 mg/dl. The customer stated that she inserted a battery and received the external ram crc error. The customer later received a compromised force sensor system alarm when she attempted to prime the insulin pump. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.